Event description:
The patient presented in the operating room for change out due to normal eri, and externalized conductor was observed via review of cine. The lead remains implanted, as no electrical anomalies were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.